Manufacturer narrative:
The field service engineer (fse) found that the probe was leaking. The fse noticed that the dual diluent filters were degraded. The fse replaced the dual diluent filters and the leak at the probe was repaired. The instrument continued to fail plt backgrounds during startup. The fse performed decontamination and the instrument passed all backgrounds. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak at the probe of the coulter act diff 12 analyzer. The instrument was failing plt backgrounds when the leak was noticed. The volume of the leak was about 3 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.